Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse checked the mix bars and the washing mechanisms of the beckman coulter au680 clinical chemistry analyzer. No mixing issue was found. The fse changed the roller pump tubing of the peristaltic pump from the detergent tank to the dilute detergent tank. The instrument was restored to functionality. No further issue with creatinine results was reported. The roller pump tubing was within its expected performance life expectancy. The premature failure of the roller pump tubing resulted in inadequate washing of the analyzer.

Event description:
A customer in (B)(6) reported the generation of false low creatinine results on beckman coulter au680 clinical chemistry analyzer. The erroneous patient results were not released outside the laboratory. The customer repeated the two (2) patient samples as the original creatinine results were low and the reaction profiles of the two (2) original results were abnormal. The repeat results were released outside the laboratory. There was no report of change of patient treatment in connection with this event. The customer ran quality control (qc) before and after running the patient samples. The qc recovery results were within the laboratory specifications.